Event description:
It was reported that the bottom of the pump screen was discolored and either slow to respond or unresponsive when attempting to unlock the pump. There was no adverse impact to the customer's blood glucose level. There was no adverse impact to customer¿s blood glucose level.